Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. No moisture damage on the electronic assembly. No unexpected failed battery test alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error on (B)(6) 2013. The customer stated she went rafting and the device was lightly splashed with water. She explained that she removed the battery to clear the button error alarm and reverted to back up plan. When reinserting the battery the day of the call, she received a failed battery test alarm and was unable to clear it. Blood glucose value was 89 mg/dl. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.